Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working with any battery. The customer stated her pump said battery failed test alarm, and after 2 days with no battery she inserted a new battery and received an unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer received battery failed test alarm after inserting new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted.